Event description:
It was reported that the patient received several inappropriate therapies. During the surgical procedure, it was observed that the lead was visibly damaged. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience was confirmed. The inappropriate shocks were most likely due to damaged/abraded outer insulation with the metal filars of the sensing cables exposed. The lead abrasion is consistent with that produced by friction with the ICD can. A complete investigation could not be performed as only a portion of the lead was received.